Event description:
It was reported that both of patient's leads had migrated, one of which also fractured. As a result, patient underwent surgical intervention on (B)(6) 2024 during which both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Correction: section a4 - patient's weight was corrected from 170 lbs to 190 lbs.based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a CT scan discovered fracturing in one of the patient's leads after a traumatic event. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional component potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000108171.